Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The pins were recessed in the power brick connector. The root cause of the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The patient was provided with a replacement charger.

Event description:
A patient service representative (psr) contacted zoll customer support to report that a battery charger/modem she had would not power on. The psr was issued a replacement battery charger/modem.